Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. As the patient has not been revised, the common clinical presentation and the date of the original implantation suggests that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).

Event description:
It was reported that the patient received a durom us acetabular component 50/44 j on the left side on (B)(6) 2007 and is being monitored due to pain and elevated cocr levels. The patient also stated swelling and grinding noise on her implant.

Manufacturer narrative:
This case was reopened on (B)(6) 2015 to enter additional information which had been received on 07/24/2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was revised on (B)(6) 2015 due to pain and elevated cocr level.